Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the device was confirmed to be overdischarged. The patient was getting tired of the thumping sensation of the programmed parameters so the last recharge was in 2016. The rep wanted to see if the ins could go to hd settings. The rep was going to bring the ins out of overdischarge to try hd settings. If that goes well the patient will consider a new model of ins. Additional information was received from a manufacturer representative (rep). It was reported that the ins was overdischarged. The rep met with the patient on (B)(6) 2018 to get the device out of overdischarge in the hopes of giving the patient hd settings. The rep said the patient's device didn't give her pain relief, thus the patient stopped recharging many years ago, likely since 2015. The rep did a physician mode recharge with the patient and when the rep connected to the implant they got the "neurostimulator batteries are depleted. Replace batteries now. Exit application." It was reviewed that a depleted battery would give that message, so it is likely that the rep already cleared the power on reset (por) message post overdischarge. The rep tried to charge but couldn't get communication and the patient wanted to leave. It was reviewed that if the patient leaves due to the battery being low, there was concern the device would go back into overdischarge. Additional information was received from a manufacturer representative (rep). It was reported that the rep was working with the patient to get the device out of overdischarge. The rep said battery was full last night, but when they tried to connect with the clinician programmer, they could not. The rep tried doing a prm on the device again. The rep then stopped the prm session to try and start a recharge session, but they couldn't, even after using the al feature. The rep said the patient has been able to recharge since (B)(6). Additional information was received from a manufacturer representative (rep). It was reported that they were unsuccessful at getting the battery out overdischarge. A rep was working with the patient and hcp on the next steps. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.